Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed that the outer body was stretched and separated on its proximal shaft at 5.2cm distal to the strain relief. The outer body was found kinked at multiple sections along its proximal shaft length. The stent was deployed and found within specifications. The inner body was severely kinked and compressed along its middle shaft. Device findings are indicative of stent non-deployment and friction. A definitive root cause of the friction and inability to deploy the stent cannot be determined. Base on the information available there is no indication of misuse, mishandling, or tortuous anatomy. Furthermore, continuous flush was confirmed to be maintained during the procedure. Therefore, the root cause of the reported event cannot be determined.

Event description:
Significant resistance was encountered during advancement of the stent delivery system to the target lesion through tortuous anatomy. Force was applied in an effort to deploy the stent. However, the physician was unable to advance the inner body inside the outer body and it was noted that the outer and inner bodies were kinked and fractured. The device was removed from the patient. There was no reported clinical consequence to the patient.

Event description:
Significant resistance was encountered during advancement of the stent delivery system to the target lesion through tortuous anatomy. Force was applied in an effort to deploy the stent. However, the physician was unable to advance the inner body inside the outer body and it was noted that the outer and inner bodies were kinked and fractured. The device was removed from the patient. There was no reported clinical consequence to the patient.